Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic unknown procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.